Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during fill 1 of their automated peritoneal dialysis therapy. Per initial report "the home pt noted air bubbles" in the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was reported at the time of the initial report.